Event description:
On (B)(6) 2011, pt underwent a lead revision to his aicd due to malfunction (his rv lead had increased impedance). The pt was discharged on (B)(6) 2011. On (B)(6) 2011, the pt was readmitted due to abnormal lead impedance. During the procedure, it was found that the screw to the revised lead was loose. The screw had been cranked appropriately during the first procedure, verification documented, and lead impedances were within normal range.